Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during implantation of ventriculoperineal diversion system, the surgeon observed that the osv ii valve (909708s) was leaking when he wanted to fix the system. A tear was discovered on the valve. There was increased surgery/anesthesia time of 30 minutes; however, there was no consequence for the child patient as the defect was observed during fixing.

Manufacturer narrative:
The osv ii valve (909708s) was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and conformed to the specifications when released to stock. Failure analysis - the investigation of the returned valve confirmed the complaint: air and water permeability tests were done on the valve and the results failed. The valve was visually inspected, and a cut mark was noted. The cut was analyzed, a leak test was done, and the valve was leaking. Root cause - the root cause could be due to improper handling of the device in view of the cut on the back of the device or due to a sharp or pointed object coming into contact with the valve in view of the cut marks on the valve. No manufacturing, workmanship, or material deficiency was identified; thus, no corrective action is required. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a